Manufacturer narrative:
(B)(4). Incorrectly entered on initial as jul 7, 2015. Corrected to june 8, 2015. Incorrectly entered on initial as jul 16, 2015. Correct date is june 8, 2015. The short quick-connect 5.5mm driver [product code: igb -0377, lot no: sp1594902] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. The hardness specification show that this device is within the specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the short quick-connect 5.5mm driver distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the screwdriver is broken off.

Manufacturer narrative:
No issues were identified in the manufacturing and release of this driver that could have contributed to the problem reported by the customer. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.